Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported won't turn on. There was no patient involvement.

Event description:
The customer reported won't turn on. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the keypad due to an unresponsive "system on" key. Replaced the left and right iuis due to corrosion. Added a battery as the unit was missing one. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record showed the device had a manufacture date of 08aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.